Manufacturer narrative:
This is a final report. The reported test strips were returned and investigated with a retained meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014 at approximately 7:12 p.m., while having dinner at a restaurant, she experienced symptoms described as "dizziness, lightheaded, inability to eat and drink, incoherence" and stated she "passed out". Customer further reported that at 7:17 p.m. Her husband obtained a reading of 82 mg/dl on her omnipod system with adc test strips. A nurse in the restaurant gave the customer "orange juice with sugar" and then the paramedics were called. Upon their arrival, the paramedics tested the customer's blood pressure and blood glucose and a reading of 15 mg/dl was obtained on the hcp meter. Customer was reportedly treated with "4 different vials of glucose via artery" and a subsequent hcp meter reading of 250 mg/dl was obtained. There was no report of death or permanent impairment associated with this event.